Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported residual shunt appears could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6); (B)(4)). It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the device was determined by 2d transesophageal echocardiogram (tee/toe). The left atrial appendage (laa) depth was 32.7mm and laa orifice width at widest point was 37.1mm. During the procedure, the left atrial pressure was 18mmhg and no fluids were given, the atrial rhythm recorded at start of procedure was atrial fibrillation. The activated clotting levels were 104 sec - 380 sec and heparin was administered. The amulet was successfully implanted. On (B)(6) 2025, computed tomography (CT) showed small peri device leak. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.